Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it was exhibiting oversensing of noise and high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed coils with a cut in the outer insulation approximately 510 millimeters (mm) from the terminal end. The proximal end of the distal spring electrode is separated from the lead body insulation; medical adhesive was noted. A surface abrasion on the terminal boot was observed approximately 30 mm from the terminal end. Calcification deposits were observed on the outer insulation, steroid collar, shock coils and helix. Further visual inspection noted the insulation was bunched approximately 90-120 mm from the terminal end. The rate/sense conductor resistance measured as an electrical open, indicating a fractured or broken conductor. X-ray imaging confirmed the fracture, located approx. 60 mm from the terminal end. The fracture was under the suture sleeve with a bend in the lead body. The insulation abrasion did not go through and expose the coils. These fracture characteristics are consistent with cyclic fatigue.

Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured as it was exhibiting oversensing of noise and high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead has been returned back from the field to boston scientific and analyzed.